Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing pain in their left arm and that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. It was also noted that the ra lead exhibited oversensing during recorded atrial tachycardia/atrial fibrillation (at/af) episodes. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's symptom of pain was unrelated to the ra lead performance.